Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a significant outflow graft occlusion within the bend relief cannot be confirmed through this evaluation as no images were provided and the device remains in use. A review of the submitted log files captured low flow alarms. No other unusual events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), revision a and the heartmate 3 patient handbook, rev. D are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing low flows over a 10 day period and was admitted on (B)(6) 2024. On (B)(6) 2024 the patient was sent for a computed tomography (CT) scan but was unable to proceed due to a rapid response code called. The patient was emergently brought to the catheterization lab and had an intra-aortic balloon pump (iabp) placed. On (B)(6) 2024 the CT scan showed a significant outflow graft occlusion within the bend relief. The patient was then emergently cannulated to venoarterial extracorporeal membrane oxygenation (va ECMO) and had iabp removed due to worsening hemodynamics. The patient was brought to the catheterization lab for an outflow graft stent placement. Patient was successfully stented with a 11x79 vbx stents. The left ventricular assist device (lvad) outflow graft gradient was 100 mmhg pre-stenting and 0 mmhg after stenting. The patient still had flows lower than their baseline as they were still on va ECMO, with the goal of progressively being weened off when more hemodynamically stable. The log files were reviewed and found low flow events from (B)(6) 2024. The trended data appeared to show an increase in the recorded estimated flow values on (B)(6) 2024 at 11:22:48 am.